Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 40 mg/dl at the time of the call. The customer stated that they think they had inserted too much insulin in their body. The customer talked to the help line to resolve the no delivery issue.